Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated infusion occlusion alarms while using the ilet with multiple infusion sets, including two inset infusion sets and one contact-detach set, and that the alarms persisted until the user identified and replaced a faulty lure connector; multiple connectors were tried before one resolved the issue, after which therapy resumed. Symptoms included no reported adverse clinical effects. Outcomes included interruption of insulin delivery with occlusion alarms and the need for replacement supplies. Investigation included complaint handling and assessment of reported component performance. Investigation of this case revealed that the connector was the likely source of flow restriction leading to occlusion alarms. It was concluded that a device component issue with the lure connector was implicated, and replacement supplies were provided.